Manufacturer narrative:
(B)(4).

Event description:
Customer reported the outer shell of the tube cracked in use on a patient "which resulted in a leak, loss of etco2 and desaturation". The tube was exchanged mid case. No patient injury was reported.

Manufacturer narrative:
(B)(4). The actual sample was returned for investigation. The visual examination of the returned product showed signs of contamination and usage. Discolorations and design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the white and yellow control balloons and the 2-way stop cock did not reveal any irregularities. On the device residues of a thread were present. Closer examination of the tube shaft revealed a partially separated laser guard foil along the longitudinal seam as well as tears and creasing of the material layer below. Furthermore, circumferential tear the end of the shrink sleeve could be observed. The returned sample was functionally tested for tightness. There was no leakage on the complete device. A device history record (DHR) review was conducted on the reported lot 19111 and no issue that could have contributed to the reported event was identified. Most likely the complaint picture was caused by the user. The IFU states explicitly that care has been taken that the tube is not bent, torqued or damaged in the area of the laser-guard foil. One reason could be that during use, the laser tube comes in contact with the metal insertion aid for the laser. This can lead to a partial detachment of the pva foam on the outer curvature of the laser tube due to radial movement of the laser tube. The production of the laser tube is subject to multiple visual and functional checks.

Event description:
Customer reported the outer shell of the tube cracked in use on a patient "which resulted in a leak, loss of etco2 and desaturation". The tube was exchanged mid case. No patient injury was reported.